Event description:
Reportedly, the pt underwent a procedure for a hernia. A 4/0 biosyn suture was used for the skin closure. Post operatively, the pt experienced a dehiscense of the skin closure. The pt was brought back to the or, put under anethesia and the wound was resutured with a non absorbable nylon suture. Re-op performed without complication.